Event description:
It was reported that during photoselective vaporization of the prostate (pvp) procedure, the fiber split near base. The procedure was completed with a second fiber. Patient outcome information was not provided.

Event description:
It was reported that during photoselective vaporization of the prostate (pvp) procedure, the fiber split near base. The procedure was completed with a second fiber. Patient outcome information was not provided.

Manufacturer narrative:
The device history record (DHR) confirmed that the devices met all material, assembly and performance specifications. Analysis of the device revealed that the fiber was broken within the outer flow tubing at 1.0 cm from the control knob, between distal tip and control knob, and exhibits indication of bending, crushed, and no melting at break location. The fiber was tested with hene laser fixture, aim beam was present at break location. There were no signs of detachment along the length of the fiber. The outer flow tubing open end exhibited minor scratch marks. Based on the observed fiber break, an evaluation conclusion code of cause not established was assigned to this investigation.